Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the 5071-53 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4) implantable pulse generator 2012 (B)(6); 5866-38m adaptor 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient had two epicardial left ventricular leads and an adaptor. Since the implant of the leads and adaptor there has been a progressive increase in thresholds. The adaptor was removed and the leads were partially removed, capped and replaced. No patient complications have been reported as a result of this event.